Event description:
The customer noticed that his meter gave a reading of 8.0. He took the number as his reading, but did not adjust his medication because of it. It was verified the meter was set in mmol/l and this was explained to the customer. The customer did not allege any adverse events due to the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned.